Event description:
It was reported that the right ventricular (rv) lead exhibited some electromagnetic interference and noise. There is also a concern about the inter insulation of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient passed out in their garage while lifting a case of water. The patient was admitted to the hospital to be evaluated for a cerebral bleed. It was noted that the noise on the rv lead had been a phenomenon that had been occurring for the past year and could not be recreated with isometrics, positional changes or pocket manipulations.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise. Emi noise oversensing noted on egm. No inappropriate shocks due to the oversensing. Concomitant product: 5076-52 lead, implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
(B)(4).